Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the investigator updated the following information to: the investigator assessed the event of device related infection as not related to treatment with brineura. The investigator assessed the event of device related infection as related to the icv device. Other etiological factors included contamination.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-05-28 medwatch (b)(64) (for, hcp): medtronic received information regarding a reservoir. It was reported that an investigator reported this case from the biomarin sponsored 190-506 study, cerliponase alfa observational study to evaluate long-term safety of cerliponase alfa in patients in japan with neuronal ceroid lipofuscinosis type 2 (cln2). The participant's past medical history included: femur fracture. The participant's concurrent conditions included: epilepsy, myoclonus and neuronal ceroid lipofuscinosis. No allergies were reported. Concomitant medication included: valproate sodium, levetiracetam, perampanel, nitrazepam and piracetam. On (B)(6) 2022, the participant underwent implantation of intracerebral ventriculostomy (icv) set. On (B)(6) 2020, the participant initiated treatment with brineura (300 milligram, qow, intracerebroventricular use). The most recent dose was administered on (B)(6) 2025. On (B)(6) 2025, the participant had a csf test (spinal fluid culture test) performed and on (B)(6) 2025, bacillus species was detected. The participant was instructed to come to the hospital. On (B)(6) 2025, the participant was admitted to the hospital and diagnosed with grade 3 csf contamination due to bacillus species. On the same date, administration of vancomycin hydrochloride was started. On (B)(6) 2025, the participant had a follow-up csf test performed and on (B)(6) 2025, the test results were negative, so the administration of vancomycin hydrochloride was discontinued. No action was taken with brineura due to the event. The outcome of the event was reported as recovered/resolved on (B)(6) 2025. The participant was discharged from the hospital on the same date. The investigator assessed the event of bacterial test positive as not related to treatment with brineura. The investigator assessed the event of bacterial test positive as related to the icv device. No other etiological factors were reported.